Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The following information was requested, but unavailable: please provide procedure name and date. When did the needle got separated from the suture, before use on patient (pre-op), during use on patient (intra-op) or after use on patient (post-op). How was procedure successfully completed? A manufacturing record evaluation was performed for the finished device lot, and no non-conformance's were identified.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2021 and suture was used. During the procedure, the needle detached easily from suture. There were no adverse patient consequences reported. Additional information was requested.